Event description:
It was reported that, the pt was dislocating so the surgeon revised. The pt's primary surgery was done out of state. The cup that was removed was not stryker product. The stryker ball was removed. The stryker stem remained in the pt.

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.